Event description:
Patient reports receiving a wcd shock while sitting in the kitchen and using the cell phone. Patient reports feeling ok at the time of the shock. The patient received a shock alarm while home alone. The patient panicked and forgot to cancel the shock by pressing the heartpoint alert button - so the system delivered an unneeded shock.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Returned therapy cable also indicated an un-fired gel deployment component (mgg) used in the field. The identified root cause is determined to have been a defective mgg. The device examination confirmed that the system correctly issued the mgg fire command. The wcd and mgg-fire circuit was confirmed to have operated as specified and as intended. The therapy cable energy delivery of 168 joules into 53 ohms was sufficient to provide effective defibrillator therapy although the anterior electrode did not deploy gel. The patient did not report any injury after the shock delivered episode and it did not present any potential harm to the patient. However, in accordance with wcd system hazard analysis, instances of more significant leakage of gel, may increase the risk of injury from minor to moderate (first to second degree skin burns) but still not serious injury. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.